Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by an implanting facility that they were in possession of a programming wand that was failing to properly communicate with vns therapy pulse generators. Attempts to obtain the wand for product analysis are currently being made.